Event description:
Customer called to report that she wasn't feeling well on friday, and as the day progressed she felt worse. Customer thought she had a virus, and she did not test her blood glucose (bg) until she decided to go to the hospital at which point, her bg was 450mg/dl. She brought herself to the hospital and her bg taken at the hospital was 504 mg/dl. Customer noted that she was in dka. Customer's pod was removed, and she was given insulin injections to bring her bg down. Customer did not keep this pod. No further info is available.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.